Manufacturer narrative:
The device was not returned to olympus for inspection, therefore, it was not possible to confirm the reported failure. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented a frozen image. The event occurred during a gastroscopy and was completed with a similar device. There were no reports of patient harm.